Manufacturer narrative:
The cause for the discordant hbc total result is unknown. The calibrations and daily qc were within range for all the runs. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4), 2011. (B)(4) 2012: additional information: the customer sent sample 4 to be tested on an alternate method. The result was negative for hbc total. The result matched the result obtained on the advia centaur. There was no indication if the patient was vaccinated. The patient has a very low amount of thrombocytes. Based on the information provided, this appears to be a recovered patient. The instructions for use, distributed in the us, states in the percent agreement section for recovered hbv (B)(4). (B)(4).

Event description:
(B)(6) advia centaur hbc total results were obtained for a patient sample. The patient had previously tested (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbc total results.